Event description:
Analysis of the device revealed detachment of the microcatheter's shaft. There was no patient involvement.

Event description:
Analysis of the device revealed detachment of the microcatheter's shaft. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the catheter was severely stretched on it proximal shaft at 5.4cm distal to the strain relief. The catheter outer shaft had been separated and the inner braided tubing was severely stretched. The catheter was stretched and twisted just distal to the separated section. The catheter proximal and distal lumens as well as the coating were found within specifications. Based on analysis and the information available, it is probable that the observed damages occurred due to handling of the device during unpacking.